Event description:
It was reported that 28 bd q-syte¿ luer access split-septum stand-alone devices experienced flow issues. The following information was provided by the initial reporter: q-syte was used to connect the hemodialysis instrument, and the instrument alarm showed that the flow rate was not enough. Removed the joint, and the hemodialysis instrument did not alarm.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 28 bd q-syte¿ luer access split-septum stand-alone devices experienced flow issues. The following information was provided by the initial reporter: q-syte was used to connect the hemodialysis instrument, and the instrument alarm showed that the flow rate was not enough. Removed the joint, and the hemodialysis instrument did not alarm.